Event description:
It was reported that the patients lead had migrated. Issue was confirmed via x-rays. Surgical intervention may be taken to address this issue.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2022, where the lead was explanted and replaced along with elective replacements of two other leads. Therapy restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.